Manufacturer narrative:
Per customer, qc results have been within acceptable ranges. A field service engineer (fse) was dispatched: the fse found that carryover is occurring on the sample side of delivery and sample wash station insert not cleaning properly. The fse replaced insert and replaced 4 wash/vac probes on wash tower due to poor spraying. The fse performed and passed carryover procedure. As of 01/11/2011, the issue has not reoccurred.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a falsely high triglyceride (tg) result generated by synchron cx5 delta instrument for one patient. The original result was 422mg/dl, upon repeat the result was 130mg/dl. The incorrect result was not reported out of the lab. No effect to the patient has been reported.